Event description:
It was reported that the patient presented to the hospital on (B)(6) 2022 for a follow-up. Upon examination of lead, it was noted that there was muscle stimulation caused by right atrial (ra) lead. The physician capped and replaced the ra lead on (B)(6) 2022. The patient was in stable condition.